Event description:
Fluid could not be withdrawn at the time of after loading the pt. The pt was scanned and the balloon appeared empty. 4-5 cc of saline/contrast was infused and another scan was done to show balloon was acceptable and ready for after loading; however, fluid could not be withdrawn. The pt had a seizure. Another scan was performed and it appeared there was contrast outside of the balloon of the device. The pt was sent to surgery to have the balloon removed. The balloon was empty upon removal and was tested on back table. The balloon fill and withdrawal was good, but a hole was observed in the catheter.